Event description:
It was reported that during a lap cholecystectomy procedure, the device was for ligation. While loading the clip, it did not line out properly into the jaws of the instrument. A new device was used which functioned normal. There were no adverse consequences to the patient.

Manufacturer narrative:
H6: lifter spring misassembled. H3. Evaluation summary: the analysis results found that the lifter spring was misassembled, causing the clips to be improperly fired and making the device non-functional.